Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot#: j0437157v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004, unknown product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had their system replaced due to infection. The issue was resolved at the time of the report. No further complications were reported as a result of this event.